Event description:
Reportable based on device analysis completed on 19-apr-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the obtuse marginal artery. A 32 x 2.25mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the device's tip. The stent struts at the proximal end of the stent were distorted and misaligned. This damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The stent outer diameter (od) at the undamaged portion of the stent was measured, which is within specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).